Event description:
Certification/standards info = underwriters laboratory listed. Defect/problem = internal wiring of the pad appears to overheat and starts pad on fire. Customer complaint that it caught fire while sleeping. (Contrary to safety instructions enclosed in product). Second complaint of burning on bed, through blanket, sheets, and spread. Third complaint for burning on chair. None of the complaints had physical injury. Investigation of stock product found no problems of overheating. First samples returned from customers appeared abused: dirty/folded over when burning occurred. Third sample was clean, looked new, and showed a trend of similar location in the heating pad that is starting the fire. Fourth complaint just rec'd. Discussion of known injuries = no physical injury reported, just small fire damage when customer was not present or awake. Distribution of product = nationwide. Corrective action taken = stopped sales, made no longer available. Notified MFR. Pending product evaluation/testing for severity of the problem. Notification measures taken = owners, distribution chain.